Event description:
It was reported that the patient had a massive back surgery the year prior to the report and was fused from the sacrum to t5. The patient stated this had nothing to do with the implantable neurostimulator (ins) or pump. On (B)(6) 2014 the physician ¿cut the wire¿ and disconnected the ins. The ins and leads were left in. On (B)(6) 2014 the patient had a central venous stroke; she took a nap and woke up and couldn¿t move her left arm and had slurred speech. In (B)(6) of 2014 she started to complain of pain. They wanted to perform a CT myelogram to see what nerves were ¿screwed up.¿ but couldn¿t tell because they couldn¿t get the needle in due to the patient¿s 28 screws and two rods in their back (the patient had a rod that was broken in her back). The physician told the patient they could take the medication out of the pump, she could go to the place where they do the CT and inject the contrast into the pump, and then the patient could go back to the physician after the scan.

Manufacturer narrative:
Concomitant medical products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3887-33, lot# j0222748v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 377875, lot# j0555561v, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4).